Event description:
It was reported that a pump has a sys error 322. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The baxter device evaluation is still in progress. When the evaluation is completed, a supplemental report will be submitted.